Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with hypotension and dizziness and was found to have intrinsic outflow graft non occlusive thrombus. The patient has typically hypertension with bouts of hypotension that would be looked into. Patient had dizziness/ acute kidney injury that may have been related to volume. A right heart catheterization would be performed to assess hemodynamics, given her prior had related inflow thrombus. Log files were submitted for review and did not contain any low flow events. The lowest flow captured was 2.8 liter per minute on (B)(6) 2024 in the periodic log. It was noted the patient was at times sleeping on battery power. The remainder of the log files was unremarkable. The equipment was operating as intended. The patient discharged home on (B)(6) 2024 after admission for hypotension with secondary finding of intrinsic outflow graft thrombus, non-surgical. Patient was readmitted (B)(6) 2024 after syncopal event at home. Log files were captured a few low flow events between 5:55 am and 6:21 am this morning (22dec2024). The low flow events seem to be a patient related issue and not an equipment related issue. In addition, the log captured 118 pulsatility index (pi) events. These events were considered routine.

Manufacturer narrative:
Sections b1 and b2: corrected. Section b3: date of event corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Section h8: usage of device corrected. Manufacturer¿s investigation conclusion: the suspected outflow graft thrombus could not be confirmed through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files collectively contained events from 16dec2024 through 17dec2024 and 22dec2024. A low flow hazard alarm was captured on (B)(6) 2024, which was associated with an elevated pulsatility index (pi) value. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, "introduction," lists adverse events, including thrombosis, hypertension, and renal dysfunction, that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.